Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The customer reported that display was blank currently. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in manufacturing mode. No blank display anomalies noted during testing. Unit passed displacement test, sleep current measurement, active current measurement and self-test. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.